Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a backup alarm failed alarm. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The device was removed from service after the event, being replaced with another ventilator. When the event log was checked, a previous occurrence of the backup alarm failed alarm was found. The device was sent to a repair center, where an authorized service provider (asp) was unable to duplicate the issue. The asp also confirmed a logged previous occurrence of the alarm, so the central processing unit (cpu) printed circuit board assembly (pcba) was replaced as a preventative measure. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.